Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer's father called in to report a keypad anomaly. The customer's blood glucose level was unknown. The customer's device was replaced. No further details were provided.